Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the pinch tubing at the backwash pinch valve pv49 was cut, causing the leak. The tubing was replaced to resolve the leak and partial aspiration errors. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as an uncontained leak of greater than one ml. The customer was running quality control samples and the instrument generated partial aspiration errors. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves and lab coat when the leak was discovered. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.